Manufacturer narrative:
Trakwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 extension cord broke off in the vasoview hemopro 2 device and had to be pried out. Another hemopro 2 and extension cord were used to finish the case. No harm came to the patient.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, g-4, g-7, h-2, h-10, h-11. Corrected section: h-6 changed device code to 2900.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 09/14/2022. An investigation was conducted on 10/04/2022. A visual inspection was conducted. Signs of clinical use and heavy evidence of blood was observed on the harvesting device handle. The cable was returned attached to the harvesting device. A mechanical evaluation was conducted. The cable was able to removed from the harvesting device with no physical or visual difficulties observed. The cable was able to be attached to the harvesting device with no physical or visual difficulties observed. A reference cable was also attached to the harvesting device. There were no visual or physical or visual difficulties observed. Based on the returned condition of the device, the reported failure "connection problem" was not confirmed. The lot # 3000246612 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.